Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced. The device will be returned.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Later, healthcare professional reported "rupture/deflation". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and capsular contracture was received on january 26, 2026, with lot number 1233782. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Reason for reoperation: rupture additional, changed, and/or corrected data: b1, b5, b6, h6, h11.

Event description:
Later, healthcare professional reported "rupture/deflation".